Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis, and the reported 32056 error was confirmed and replicated. In artemis, the 32056 error was followed by a 1123 error (p3=1) was found on axes controller arm (aca) indicating i2c fault on the yaw confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 and 1123 were present during power up causing the system to disable usm. The unit was then installed onto a fixture test platform (pftp) where agc current was found to be failing on the yaw searchlight printed circuit assembly (pca) with error 32056 and 1123 (p3=1). During testing, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of the error 32056 was attributed to the yaw searchlight ffc.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that universal surgical manipulator (usm) 3 could not move, and error 32056 occurred. The caller stated that rebooting the system did not work. The intuitive tech support engineer (tse) recommended disabling usm3 to complete the procedure. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the error 32056 on the universal surgical manipulator (usm) 3. Fse replaced the usm3 to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained from quality engineer investigation: the root cause of the reported issue is attributed to a faulty pitch searchlight flat flex cable (ffc), causing communication failures with the universal surgical manipulator (usm) 4, axes controller arm (aca). Correction(s): annex g - component desc 1 was updated to g04053 - fiber. Annex c - inv findings desc 1 was updated to c040101 - wired communication problem.